Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 25.5 mmol/l. The customer treated their high blood glucose with an insulin pen. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted rewinding the insulin pump. The customer was informed that a local company representative will call them shortly to assist them with trouble shooting. No further information was provided.